Manufacturer narrative:
The affected device has been manufactured in may 2006. In the course of investigation, the device was checked on site by a dräger service technician and the device log file was analyzed. During testing the reported ventilator failure could not be reproduced. Only a "flow measurement out of range" alarm was later observed by the technician but cannot be attributed to the reported event. The o2 high pressure safety valve (hpsv) was replaced in order to fix this issue. An additional log file analysis did not show an entry that indicates a device related interruption of ventilation. On the reported date of event the device was operated for ten minutes between 1:49 p.m. And 1:59 p.m. And for eight minutes between 2:00 p.m. And 2:08 p.m. Between 1:59 p.m. And 2:00 p.m. A cold start was logged that is related the use of the main switch of the device. Additionally, during the short operating time, the device generated several alarms such as "o2 supply down", "air supply down" and "internal battery discharged". Also the device was switched to standby-mode for some minutes. It can be assumed that a ventilation could not have been ongoing at the time of event as the device generated several of the above mentioned alarms that need to be eliminated prior to patient use (e.g. Gas supply not constantly available). Overall, no device related failures could be found that indicate a warmstart or interruption of ventilation triggered by the safety software of the device. The later exchanged o2 hpsv did not lead to an alarm at the reported time of event. It can be concluded that the device behaved and alarmed as specified.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that the ventilator allegedly stopped ventilating the patient. No patient injury reported.